Manufacturer narrative:
The manufacturer's field service engineer was not able to duplicate the reported problem since there was no external battery, but identified the problem to be related to the backup battery. The manufacturer's field service engineer repaired the unit by replacing the backup battery. The device is back in service.

Event description:
Customer reported an external battery flashing error. The customer reported that the device was not in clinical use at the time the issue was discovered.